Event description:
It was reported that a hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman laa closure device & delivery system (wds) were used. During the contrast injection, a hematoma on the coumadin ridge was noted. The patient was administered medications to reverse heparin. The source of the hematoma was unknown, but the physician suspected it was from the contrast injection. The procedure was completed successfully and patient was reported to be fully recovered.